Manufacturer narrative:
Clinical investigation: while a temporal relationship between pd therapy via the liberty select cycler/liberty cycler set exists; there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. The source of the patient¿s peritonitis was polymicrobial with the organisms enterococcus faecalis and streptococcus gordonii isolated in pd fluid. Enterococcus faecalis is typically found in human intestinal tract and streptococcus gordonii is found in dental plaque. Based on the available information, what exactly led to inoculation with the causative organisms is unknown. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient was experiencing scale reading errors during drain 0. The patient stated they had peritonitis and were drained manually at the clinic. Upon follow up the peritoneal dialysis confirmed the patient was diagnosed with peritonitis. The patient¿s peritoneal dialysis culture grew the organism¿s enterococcus faecalis and streptococcus gordonii. The nurse indicated the cause of the patient¿s peritonitis was not clear. The patient was treated with the antibiotics vancomycin (unknown dose, route, frequency and duration) and ceftazidime (unknown dose, route, frequency and duration) on an outpatient basis. The patient continues pd therapy and is reportedly recovering from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.